Event description:
After treatment in the nasolabial folds with juvederm, the pt experienced recurring nodules at treatment site and elsewhere for over a year. The physician prescribed oral prednisone after first nodules appeared at treatment site which did not resolve the symptoms. The physician gave the pt a "shot of something" and the symptoms resolved. Months later, the pt experienced nodules on the forehead which resolved with no treatment. The pt then experienced nodules inside the mouth under the right cheek. The physician contact info was not provided to allergan by the pt, and no follow up has been possible.